Event description:
It was reported the pen will not calibrate properly. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the pen would not calibrate properly. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).